Event description:
On (B) (6) 2007 - pt underwent procedure to repair an incisional hernia during which a ventralex patch was implanted. On (B) (6) 2007 - (B) (6) 2007 - pt reported she did not heal well from her surgery and was draining fluid, and took cipro from (B) (6) 2007 to (B) (6) 2007. Her problem of not healing well and draining fluid had resolved by (B) (6) 2007. On (B) (6) 2009 - pt had a film appear over the incision that is draining fluid and pus. The surgeon who did the implantation put her back on cipro for 10 days but the problem persisted. She got a second opinion, and the new surgeon thought she had a fistula, and was able to see an area of pus on CT. The second surgeon's treatment plan includes explant of the patch and repair the hernia with bovine pericardium. On (b) (46) 2010 - pt underwent procedure during which the ventralex mesh was explanted.

Manufacturer narrative:
The patch was removed from the poly bags and examined. The subject product was found to be curled around the circumference of the patch and is slightly bent toward the mesh side of the patch. Gross examination of the explanted mesh was remarkable for the lack of tissue attachment and ingrowth to the mesh side of the patch. Some tearing and stretching of the mesh exposing the recoil ring in the areas between the positioning straps was also noted. The patch was visually examined under a microscope, and it was noted that there were no visible signs of fixation (sutures, suture holes, tacks or tack holes) observed (portion of implant record was provided and noted that the mesh had been secured with sutures). The recoil ring was evaluated and appeared to be intact. No lot number has been provided, therefore, no DHR review has been performed. We are unable to determine the cause of the pt's infection. The IFU warning section states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis".